Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, customer used cold insulin to fill cartridge. Customer loaded new cartridge successfully. Additionally, customer's insulin gauge was inaccurate. Customer continued to use the existing cartridge for insulin therapy. Blood glucose was 366-377 mg/dl.